Event description:
It was reported that the burr was stuck with the rotawire in the lesion. Vascular access was obtained via radial approach. The 70% stenosed, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. After two rounds of rotablation at 180,000 rpm for 10 seconds, it was noted that the burr was stuck with the rotawire in the target lesion during procedure. The physician had difficulty in separating the burr and wire. The devices were removed by gently pulling back on the wire and burr until fully removed from the patient. The procedure was completed with another of the same device followed by stenting with a promus premier. No complications were reported and the patient was stable post procedure.